Event description:
Related manufacturer reference number: 2017865-2022-42573. It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The ra and rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.